Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the communication error (e315) message could not be determined. It is possible that water invaded the device while the user was handling the device, which led to abnormality of electrical parts. As a result, error message was displayed. Users may prevent / reduce occurrence of the suggested event by handling the device in accordance with the following verbiage, identified within the instructions for use: "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera elite bronchovideoscope displayed scope communication error (e315) message. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device with no delays. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed however, the occurrence was likely due to sporadic failure. Upon further inspection, it was observed that there was water invasion in the venting adaptor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.